Event description:
It was reported that the patient experienced hypoglycemia while using the ilet system, with a fingerstick blood glucose of 46 mg/dl that increased to 57 mg/dl after two rounds of 15 grams of fast-acting carbohydrates; the caregiver noted frequent exercise, and exercise guidance was provided, while no device alerts or alarms were reported. Symptoms included hypoglycemia and sleepiness/drowsiness. Outcomes included no health consequences or lasting impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.